Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient was brought in for revision of painful right hip. According to surgeon, patient had elevated ion levels consistent with trunnionosis/ metallosis. Debridement and irrigation of necrotic tissue. Trunnion of accolade I stem inspected and cleaned. Stem was well-fixed and left. A new 36 mm universal biolox c-taper femoral head with v-40 to c-taper adapter sleeve was implanted and a new 36 mm e eccentric liner was replaced as well.

Manufacturer narrative:
An event regarding alleged abnormal ion levels and fretting involving a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: could not be performed as no items were returned for evaluation. Visual inspection of the provided explanted device images was done. Blood spots were observed on the distal surface and inside the taper of the head. Clinician review: not performed since no medical records were returned. Product history review: a review of the product history review indicated the devices were accepted into final stock. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event was not confirmed nor the root cause determined as of insufficient information provided. No investigation is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. The device falls within the lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
As reported: "patient was brought in for revision of painful right hip. According to surgeon, patient had elevated ion levels consistent with trunnionosis/ metallosis. Debridement and irrigation of necrotic tissue. Trunnion of accolade I stem inspected and cleaned. Stem was well-fixed and left. A new 36mm universal biolox c-taper femoral head with v-40 to c-taper adapter sleeve was implanted and a new 36mm e eccentric liner was replaced as well. Also reported by rep: soft tissues necrotic, metal debris in capsule.